Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address osteolysis and pain.

Manufacturer narrative:
The complaint states the patient was revised to address osteolysis and pain. A review of complaint databases and manufacturing records did not identify any anomalies. Review of x-rays per wi 7915 did not identify any implant fracture or disassociation. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot 2786889. A review of lot 2786889 did not identify any anomalies. (B)(6) products were manufactured and placed into stock on (B)(6) 2008. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address osteolysis and pain.